Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that while the pump channel was off, the pantoprazole IV infusion bag completely infused. There was no patient impact.